Event description:
The account alleged the bed is going into trendelenburg position when the head section is fully lowered. No patient impact.

Manufacturer narrative:
The tech found the head drive rubbing the hilow lift arms causing the bed to go into trendelenburg. The tech found that the non scale brackets on the bed did not line the upper frame up with the lower frame causing the cardio pulmonary resuscitation latch to catch on the head lift arm making the bed go into trendelenburg. The tech realigned the non scale brackets on the upper and lower frame to resolve the issue.